Event description:
Pts on tpn started reporting that at the end of their infusion time, the tpn bag still had a significant quantity in it. This started when deltec changed from 21-7081 to 21-7081j tubing. The rate is being slowed and decreased amount is being infused. The pts are consequently receiving decreased calories, electrolytes, nutrients, etc. Deltec is aware of problem but doesn't know why it is happening.